Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
A revision surgery was planned using the blueprint planning feature. The revised components included the perform reverse baseplate, glenosphere, center screw, and peripheral screws. The revision was performed due to pain resulting from the baseplate being positioned too superiorly on the glenoid during the primary procedure. The implants were re-positioned more inferiorly to reduce pain and improve range of motion. The patient is a 67-year-old female, and no remarkable circumstances were reported.